Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the rail broke at the weld were it attaches to the bed.